Event description:
It was reported that they were getting cut off on images, causing the patient to be re-exposed. It was determined that the filter needed to be replaced and once that was done the system is working as intended.